Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer stated while using the avea ventilator, during patient use it alarmed loss of a/c and battery indicator for a few seconds then the ventilator went inoperable. The customer stated there was no harm or injury.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was due to the power driver board battery's charging circuit failing.